Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to loosening of the shell. A 62mm ha dual geometry cup, a liner, and head were revised to a 70mm shell with 9 screws, mdm liner with poly insert, and a ceramic head and sleeve. Rep confirmed that there are no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.